Event description:
It was reported that the patient noticed a solid red light on their remote control. The patient was scheduled to have an MRI due to experiencing uncomfortable sciatica pain in their left hip that traveled down to their left foot, causing numbness. The patient was unable to proceed due to the red light. Upon assessment, it was discovered that their battery was at it's end of life. The patient underwent a battery replacement. The lead was not replaced. The patient was doing well after receiving their new battery.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.